Event description:
Contra approach to left sfa thru a 7 fr. Arrow sheath-pre-dilated with 4x10 cordis balloon from profunda to adductar canal. First protege' sf7-6-80-120 as advanced over .035 road runner exhange to adductar canal and deployed successfully with no problems. The second se7-6-80-120 was then deployed/over lapped into first approx. 15mm successfully. Upon resheathing the delivery catheter tip dislodged and migrated down the peroneal artery. The vessel remained open but the tip is still pointing downward. Pt is fine but will remain on plavix and be monitered.